Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-00148. It was reported the patient (B)(6) experienced a loss of stimulation following a recent fall. A diagnostic test found low impedance measurements when the patient is standing or sitting. The patient describes the stimulation as coming in waves, and states it is lost completely when he stands up. Surgical intervention was undertaken to explant and replace the patient's lead. Effective stimulation was recaptured for the patient following the procedure.